Manufacturer narrative:
The sample device has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: during a cholecystectomy, after 3 or 4 clips, the applier broke. An x-ray was performed and no device parts were found inside the patient. The patient's condition is reported as fine.